Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using architect hbsag qualitative reagents. The following data was provided. Sid (B)(6) tested (B)(6) 2018 initial (B)(6), repeat in duplicate was (B)(6) however only one (B)(6) repeat result was provided ((B)(6)) and was flagged as exp. Retesting after recentrifuging the specimen was (B)(6), the customer did not provide the value. A previous specimen tested (B)(6) 2018 was (B)(6). A subsequent specimen tested (B)(6) 2018 was also (B)(6). Confirmatory test was (B)(6) however no specific value was provided. The customer stated the patient was (B)(6) three months before the current test and was (B)(6), however no specific value or method was provided. The patient was pregnant and was about to give birth when the initial specimen was drawn. No adverse impact to patient management was reported.

Manufacturer narrative:
Suspect medical device 4. Lot number was changed to 89069fn00 from unknown. Suspect medical device 4. Concomitant / accessory section was updated to include architect hbsag confirmatory reagent information, ln 04p54-25. Device evaluated by MFR: an evaluation is in process.

Manufacturer narrative:
The hbsag confirmatory reagents being used were expired and were therefore not valid. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.